Manufacturer narrative:
The insulin pump was received with cracked case at display window corners. The pump was received with minor scratches on lcd window and missing segments due to cracked zebra connector at lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was received with cracks around the display window.